Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having corpectomy spinal therapy for c7 fracture trauma due to avalanche. It was reported that the expansion of the cage not possible (ratchet jump). There was no patient complication after surgery. There was 10min delay to change the implant. There were no further complications reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.